Event description:
Pt with a unicondylar knee implant was revised to a tkr.

Manufacturer narrative:
Pt with a unicondylar knee implant was revised to a tkr. Cause of implant revision is unk. Review of the device history record indicates that the device was mfg to specification. Device eval: the device was returned to conformis for eval. The femoral implant and tibial tray were observed to be fully intact and undamaged. Poly insert had a very small and shallow wear pattern consistent with what would be typically seen in pkr. A small amount of residual cement remained on the femoral component and tibial tray. It is unk if the devices were cleaned or had cement removed by surgeon following the revision surgery.